Manufacturer narrative:
No product was returned for evaluation. Radiographs provided confirmed the complaint. The patient's bone quality is unknown. It is unknown if the patient followed post-operative physical restrictions or suffered a fall. It is unknown if fusion was completed. Reportedly this is the second revision of this construct though no previous case history provided. Due to a lack of information the root cause cannot be determined however review of similar events suggests poor bone quality, non-fusion, and or excessive post-operative physical activity as possible cause or contributors. No additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components, loss of fixation..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On an unknown date a patient underwent a posterior cervical fixation procedure t1/occipital. On (B)(6) 2021 a revision surgery was conducted due to multiple occipital screw pull out. No additional information was received.